Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to a spinal issue. During her stay, her blood glucose levels went high due to the site portion coming out of her body. Customer's blood glucose levels were 215 mg/dl at the time of the call. No further information was reported.